Event description:
A surgeon reports a silvery colored fiber was seen behind the intraocular lens (iol) following iol implant surgery in 2005. A secondary procedure was performed the following month to remove the fiber. Additional information has been requested.